Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose was 189 and 148 mg/dl within 10 mins, with the difference of 22%. Pt did not experience any adverse events. No further info has been reported.